Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/l4t #: (B)(4), ubd: 09-mar-2012, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen (35.03 mcg/day), clonidine (70.06 mcg/day), bupivacaine (5.35 mg/day) and fentanyl (700.6 mcg/day) via an implantable infusion pump. It was reported that about a month ago the patient had to go to the ER due to extreme pain. It was noted that they did a scan and found her stomach had a tear. Sometime this week the tubing that goes from the pump to the spine started moving up and down their hip to the top of the stomach. The caller stated that it creates like a charily hoarse in her stomach and is painful. The patient did not think the pump was giving her medication. No pump alarms were noted but the patient reported falls that had occurred recently. The caller reported that she can feel where the catheter meets the pump and it feels like the tubing is crimped or bent. The patient was redirected to their healthcare provider to further address the issue.

Event description:
It was reported patient complained of multiple pain issues. Patient was very pleasant, returned to the center for pain management for continued evaluation treatment of multiple pain issues. Patient has come to the office today 2021-(B)(6) for a refill of their intrathecal pump. Patient was there over a week ago for a pump increase for increased pain from a previous fall in february. Patient sates this has been somewhat helpful, however there are no improvement in her daily activities, which remained a little to none as per patient. Her tizanidine was also increased. Patient was still reporting difficulty with sleep. Patient stated they has been having increased neck pain which has worsened since last visit despite pump changes. Patient was still living at women's shelter and is currently separated. Patient activity is quite limited as a result of the pain the current plan management was not currently sufficient given the increased pain. It was mentioned that in 2021 (B)(6), the patient went to the office to refill an intrathecal pump. (B)(6) 2020, hcp had a telemedicine consultation with patient. It was mentioned patient had issue with their intrathecal pump. Patient had been given fentanyl patch. It appeared that may have been a little excessive. Patient reported she has been falling, they also reported they have been falling before the problem with the pump. Patient reported the use of muscles relaxer has not been adequate as well as the use of hydromorphone at 2mg. In 2020-(B)(6)patient indicated having increase amount of pain and have been sleeping poorly. In 2020-(B)(6) patient came for a refill, they indicated that they had been doing reasonably well. They indicates that they has had reasonable pain control and functional status has been sleeping well. Bowell movements have been regular and does maintained her weight and height. (B)(6) 2020 patient reported continuing to have pain in the neck and back, which increases with cold weather. Patient indicated the pump medicine does not help with that pain but the oral medicine was working for them. Patient denied any side effects, exercising as tolerated. They reported their appetite has not been good over the last 2 days. 2020-(B)(6) patient reported having lot of neuropathic pain and lot of spasm in the muscles. Patient indicated the use of baclofen have been useful and also the use of gabapentin has been quite beneficial. Patient has been having some difficulty sleeping. 2021-(B)(6) patient reported having left side neck pain. Pain increased with extension of their neck and rotation of their head. Patient recently started gabapentin which has been helpful for neuropathic pain. 2021-(B)(6)patient reported an increase right sided low back pain with radiation into the thigh to the level of the knee. In addition, patient continued to have neck pain. Patient has not had a recent MRI of the cervical or lumbar spine. At the last intrathecal pump refill, patient maximum activations on her ptm was increased from 7 to 9 doses per day. Patient continued to have increasing pain despite using additional oral medication. 2021-(B)(6)patient reported having increase back pain despite using the ptm up to 9 times per day, which was the maximum amount of activations allowed. Patient was also using additional oral medication as directed. Patient noted not interested in having any interventional procedures. 2021-(B)(6) patient went to a pump refill and it appeared patient was having a problem with the intrathecal pump. Pain in the neck and headache are the musculoskeletal and neurological complain of the patient. It was reported that hcp discussed with the patient and expressed to the patient that they are not satisfied with the current pain management. It appeared that the combination of medications were not working out very well for the patient. Hcp explained to the patient to stay active, that the patient also needed to continue to exercise on a regular basis. Hcp also explained the importance of good posture and weight control and continued exercise was the long term option available in their condition. Hcp had a discussion about the options and have suggested that it will be appropriate for them to give the patient medications on a weekly basis. In addition, the staff at home have agreed that they will keep account of the medication. Hcp mentioned be able to continue to write medications otherwise will be unwilling to give her oral medications. Hcp also indicated that there was an issue with the pump. Hcp indicated the pump appeared not to be working very well. Rep inquired if hcp would like to have the pump removed but hcp did not think so. Telemetry was performed, due date is 2021-(B)(6). In addition, hcp explained to the patient that they have another 2 years before the pump will require to be changed. Prescriptions for the necessary medications have been given. The patient have been instructed to call the hcp office if any issues, to call in 2 weeks with an update. Patient will be seen in september for the refill and patient was quite agreeable with that plan. Medical report electronically signed.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: 2010-(B)(6) explanted: product type catheter product ID 8709sc lot# serial# (B)(6) implanted: 2010-(B)(6)explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.